Event description:
It was reported that pump battery percentage did not display correctlyr. No information was provided regarding impact to customer¿s blood glucose level. Customer declined follow up with technical support, no battery logs were available for review, and no additional troubleshooting or corrective actions were completed.